Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. There was no adverse impact to the customer¿s blood glucose level. The customer will continue to use current pump then will switch to an alternate method of insulin therapy.